Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that during the evaluation of the mx40 at bench repair, it was identified that the device had no audio. The device was not in use monitoring a patient at the time of the reported issue. There was no patient involvement.

Event description:
It was reported that during the evaluation of the mx40 at bench repair for an unrelated issue, it was identified that the device had no audio. The device was not in use monitoring a patient at the time of the reported issue. There was no patient involvement. The philips-authorized repair facility technician (rft) performed diagnostic testing on the device speaker and found that the device speaker was not producing audio as a result of broken speaker wires. The rft replaced the device speaker and the device returned to full functionality. The device failed to work as intended. After the replacement of the speaker, the device was operational and was returned to the customer. The device remains at the customer site.